Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor repeatedly failed to pair with the ilet despite correct pairing code entry and pump restarts, consistent with a communication failure involving the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem between the cgm and the pump consistent with intermittent communication failure, with the antenna identified as the involved device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.